Event description:
Patient presented to the physician on (B)(6) 2020 with chest incision infection. The stimulation lead and ipg incisions were both open. The entire inspire system was surgically removed on (B)(6) 2020 to resolve the infection.